Manufacturer narrative:
Trackwise # (B)(4). Analysis of production to : (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number25159899. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213 &67) there was one (1) additional similar complaint reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of aug 2021 to nov 2021. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec -2019 through nov -2021 was reviewed. There were no triggers identified for the review period testing of actual device (10/213 & 67) the device was returned to the factory for evaluation on 02/14/2022. An investigation was conducted on 02/22/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the base of the jaws. The heater wire was observed to be intact, no visual defects were observed. The gray silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. The device was evaluated for electrical/cautery function. Communication/interviews: (4111/213/ 67) communication/interviews were performed to obtain all possible information.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 - device eval code changed from "other" to "device evaluation anticipated but not yet begun" . The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 was working but not working as it should. When the jaws were closed to cut, it would heat up and make the tissue bubble and char but it wouldn't actually cut through the vein. The case was completed using the second device. The pa struggled to get the device to work and to cut and seal appropriately. As a result, the case took longer than normal. No patient injury and the only delay was associated with switching out the devices.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.